Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The nurse was preparing to use the zso-7-7 and had just opened the packaging of the new zso-7-7. While straightening the pigtail with a straightener, the pigtail bent, and the wire could no longer go in. Therefore, they had to use a new zso-7-7.

Event description:
A supplemental report is being submitted due to completion of the investigation on 06 november 2025. Additional information received (B)(6) 2025. 1. What was the size of the wireguide used in the preparation stages? Visiglide2 0.025¿ straight. 2. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. The device was stored in a wooden cabinet inside the ercp room. It was not exposed to light, and the internal environment was kept cool due to the presence of medical equipment. 3. Was the wire guide lubricated prior to use? Yes. 4. Was the wire guide inspected for damage prior to use? Yes. 5. Was the device at the centre of the complaint inspected for damage prior to use? Yes. 6. Were any other defects observed on the device prior to return (other than the reported complaint issue? No. 7. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Tjf 260v.

Manufacturer narrative:
Device evaluation: 01 x zso-7-7 device of unknown lot number involved in this complaint was not returned to cirl for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing record review: prior to distribution all zso-7-7 devices are subjected to a visual inspection and functional checks to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Review of historical data: historical data was not reviewed as the lot number is unknown. Instructions for use and/label: as per the instructions for use¿s notes section (ifu0045), which accompanies this device, instructs the user to inspect the device: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The precautions section of the instructions for use also states: "care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking of the stent." As per the precautions section of the instructions for use (ifu0045), which accompanies this device, "refer to package label for minimum channel size required for this device." The product label states the guide wire size for use with this device is 0.035 inch. It is known that a 0.025 inch wire guide was used with the device and replacement device. There is evidence to suggest the user did not follow the IFU/label. However, based on the available information, it appears that the stent was already bent before it was loaded onto the wire guide. ¿as per management of complaints procedure where information is reviewed and categorized as use related/off label use and where no adverse event is identified then no complaint is required. The event is documented in the pms tracker and reviewed as part of post market surveillance¿. Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause could not be determined. A possible root cause could be attributed to the device kinking while being straightened by the pigtail straightener. This failure mode can occur when the stent is subjected to uneven or excessive force during the straightening procedure, potentially due to technique or handling variability. Therefore, resulting in the wire guide being unable to be passed through the stent. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary: the user reported an issue with (B)(4) unit of unknown lot of zso-7-7 device. The user reported the nurse was preparing to use the zso-7-7 and had just opened the packaging of the new zso-7-7. While straightening the pigtail with a straightener, the pigtail bent, and the wire could no longer go in. Therefore, they had to use a new zso-7-7. Confirmed quantity of (B)(4) device, confirmed used. Investigation findings conclude that a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the device kinking while being straightened by the pigtail straightener. This failure mode can occur when the stent is subjected to uneven or excessive force during the straightening procedure, potentially due to technique or handling variability. Therefore, resulting in the wire guide being unable to be passed through the stent. Complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events.